Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Reportedly, no immediate action was taken to address elevated bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.